Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had low blood glucose of 27 mg/dl and a seizure. Customer was wearing the device at time of incident. Customer's blood glucose at time of call was 198 mg/dl. Customer treated low blood glucose with food. Customer will not be returning the device for analysis.